Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed leakage from the end of non-patient needle on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-apr-2025 investigation summary bd received 2 shelf packs of customer samples for investigation. Thirty of the customer samples were randomly selected and subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device, and three of the samples failed testing as there was sleeve leakage observed due to poor sleeve recovery. Additionally, 30 retain samples were subjected to sleeve function testing and retraction lockout functionality and all samples passed testing as no issues were observed, and samples were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed leakage from the end of non-patient needle on unspecified number of devices. There was no health impact or consequence reported.